Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Tandem's t:slim x2 with control-iq user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer loaded cold insulin into the cartridges and did not perform the cartridge air removal steps. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the cartridges were changed to address the issue. There was no impact to customer¿s blood glucose.